Manufacturer narrative:
DHR review cannot be completed at this time as the product was not returned to spinal elements and a lot number was not provided. The device was not returned to spinal elements and therefore could not be evaluated. Additionally, no images of the device were provided for analysis. Complaint cannot be confirmed. Root cause is unknown, but osteosclerotic bone and/or excessive force can result in device tip fracturing.

Event description:
While driving the pedicle bone screw, reportedly the driver tip fractured and remained in the head of the right l5 screw shank. Levels being treated were t9--s2ai. Though the driver tip was identified, the surgeon elected to leave the driver tip and the screw in place. No injury to the patient was reported.